Event description:
Reporter indicated that vns patient experienced a 1 1/2 hour episode during hwich their generator stimulated constantly. It was reported that the patient's voice was "raspy" during the episode as when normal stimulation occurs and that the patient experienced pain at the base of their neck. The patient was asymptomatic when seen by neurologist after the episode. Device interrogation revealed no anomalies in programmed parameters and device diagnostic testing was within normal limits. Further follow-up revealed that the patient was not around any kind of magnetic field or MRI machine at the time of the event. The neck pain subsided when the episode of constant stimulation stopped. There has reportedly been no increase in seizures since the event. The patient reportedly used their magnet to temporarily discontinue stimulation at which time the neck pain subsided. The patient feels that the episodes are related to their visits to the local hospital because each episode occurred after a visit to the hospital.